Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v026371, implanted: (B)(6) 2007, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. Hcp said the above report is erroneous and that they never said the wire is broken. The patient was complaining of "pelvic floor spasm" and said the implantable neurostimulator (ins) was implanted for (?) Bladder, has never been functional as stimulating. The actions/interventions taken to resolve the broken lead was (?). The hcp called the manufacturing company about the possibly having the wire electrode removed as it may have migrated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event date is approximate. The main component of the system and other applicable components are: product ID: 3093-28, lot# v026371, implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient had an x-ray that showed the wire from the implant to the bladder was broken off. The patient stated they had been feeling badly and they must have fallen and the fall must have broken the wire inside their body that goes into the ¿computer chip¿ in their bladder. The patient stated now it was a problem and it was dangerous to leave it in and it had been causing them medical problems from having it in. The patient was redirected to their healthcare provider for device removal and to request a representative. The patient stated they found a urologist that had an associate that could perform the removal and they would have them call. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause of the stimulation issues were not determined. It was unknown when the explant would take place but the patient was told to follow-up with their original implant surgeon. No further information reported.

Manufacturer narrative:
Product ID: 3093-28, lot# v026371, implanted: (B)(6)2007 explanted: product type: lead. Device codes: (B)(4), patient codes: (B)(4) and fdccodes: (B)(4) pertain to product ID: 3093-28, lot# v026371, product type: lead. Device code (B)(4) no longer applies due to additional information reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient did not fall and had had no falls, and didn¿t know what happened but the wire was broken. The broken wire caused discomfort and was getting worse; the patient went to the ER on (B)(6), and they thought the patient had a uti and treated the patient for a uti, but the patient didn¿t have a uti ¿ they had a broken wire. The cause of the broken wire was unknown. No further complications were reported/anticipated.